Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient's infusion set was inserted into site where there was no sufficient subcutaneous tissue on (B)(6) 2026 which led to increase in bg levels and it was treated with insulin pen.